Event description:
Dexcom g7 cgm readings are often more than the guaranteed 20% off or less when compared to accuchek blood glucose meter and bayer contour next meter. Multiple failures of both the sensors and the receiver requiring replacement, and several issues with the phone software like not getting notified when reading is higher than specified range. Ref report: mw5157878.